Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested, the user facility performed cleaning of the dust filter in the compressor. The user¿s manual states that the compressor should be cleaned after every 200 hours of operation or once a week when in continuous use. If the compressor is used in a dusty environment, the dust filters must be cleaned daily. The root cause of the reported event is the user not following the correct procedures for cleaning.

Event description:
It was reported that pre-use check failed on connected ventilator due to a dirty filter in the compressor. There was no patient involvement. Manufacturer's ref.: (B)(4).